Event description:
The following has been reported: "at 22:00 on (B)(6) 2023, during infusion (only 10ml liquid remained), it was alarmed of the injection was completed. The operator reset the pump 3 times to try to restart the therapy, but failed. Finally, the operator used another injection pump to continue the therapy, which caused a delayed treatment to the patient." Reporting due to the referenced issue (underdose) as a conservative measure. No adverse event reported. More information is needed to complete the investigation.